Event description:
During an atrial fibrillation ablation procedure using ensite velocity for mapping, the pt developed possible stenosis in a right pulmonary vein. Geometry of the left atrium and pulmonary veins was created in conjunction with a non-sjm circular mapping catheter and a non-sjm ablation catheter. The system reference patch was used as a positional reference. The wide area circumferential ablation (waca) was successfully completed for the left pulmonary veins. During rf application around the right pulmonary veins, the physician noted geometry was missing so additional geometry was collected, which resulted in an 'extra' right pulmonary vein inferior to the others already mapped. The physician believed a potential shift had occurred because the extra pulmonary vein geometry matched exactly that of the middle pulmonary vein; however, the physician was unable to get back into the middle pulmonary vein. Fluoroscopy was used to verify catheter placement; however, the physician did not believe the 2d fluoroscopy images could confirm the 3d images as accurate due to the orientation of the pulmonary veins. The new left atrial geometry was created and projected on top of the original geometry and they matched up well. The physician attempted to place the circular mapping catheter in the ostium of the right pulmonary vein and was unable to place it as he had been able to do prior to ablation. A transesophageal echocardiogram was performed, which revealed the vein had stenosed by up to 30%. The pt remains asymptomatic since the procedure.

Manufacturer narrative:
The returned case study is in the process of being analyzed. When our investigation has been completed, a follow-up report will be submitted.